Manufacturer narrative:
The right ventricular (rv) lead reported in a separate medwatch# mw5183706.

Event description:
Voluntary medwatch received states that the patient experienced generalized pain. It was noted that the right atrial (ra) lead exhibited far field r wave oversensing. No changes or interventions were performed. The patient condition was not known.